Manufacturer narrative:
On 10 november 2017 the medical affairs performed a clinical evaluation and commented as follows: total hip revision surgery occurred 8 years after primary double mobility system implantation. Radiographic image provided shows the presence of reduced bone density and osteolytic areas in the acetabular and proximal femur portion. These may be related to the presence of polyethylene debris gathered in thiose areas. No information was provided on patient age, activity level, weight. Batch review performed on 20 november 2017. Lot 083129: (B)(4) items manufactured and released on 09 december 2008. Expiration date: 2013-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of discomfort. The patient presented with osteolysis around the pelvis, greater trochanter and the femur. The surgeon revised the cup, liner, stem and head. The surgery was completed successfully.